Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 4.7, lab: 2.5. Approximate values, not reading from records.

Manufacturer narrative:
Investigation pending.